Event description:
The dentist reported the abutment screw fractured in the implant. The dentist was unable to retrieve the screw.

Manufacturer narrative:
The screw was not returned for evaluation as it remains placed. The reported event has been confirmed through review of returned x-rays. No lot number was provided for the screw therefore the device history record could not be reviewed. A definitive root cause has not been determined.